Event description:
Customer reported the unit speed control did not work after customer replaced a burnt board.

Manufacturer narrative:
It was reported that a spillage inside the centrifuge unit led to burning/charring of the board. No injuries reported nor any open flames, smoke, or fire department being called. There was evidence of charring.